Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed and passed. Temperature was within specifications. Device powered up properly and no errors occurred. A volumetric accuracy test was performed and the device failed. The evaluation revealed the cause of the failure to be a deteriorated piston foam. The device was sent for to service and the piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.